Manufacturer narrative:
(B)(4). On (B)(6) 2016, the recipient reportedly was prescribed augmentin and topical prophylactic neosporin for ten days. The recipient's infection has resolved. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the recipient developed an infection at the implant site. The recipient was prescribed amoxicillin-clavulanate. The recipient's condition is improving.